Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/29/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch ml5318, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used on the elbow. During the procedure, the suture pulled off the needle when sewing the elbow skin. Changed to another one to complete the surgery. No additional information could be provided.